Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The h6 medical device problem code patient device interaction problem (a01) was not included in the initial MDR and has now been correctly added. Investigation summary: purge pressure high: the cause of the high purge pressure could not be determined as no product or logs were returned for evaluation. Thromboembolism/pdi: the cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an implella 5.5 experienced a high purge pressure alarm. No patient harm was reported.

Manufacturer narrative:
Additionally, information received provided the patient's outcome after support. The pump was successfully weaned, explanted and the patient was reported to have survived at the time of explant. D6b explant date was updated accordingly (with d6a implant date repopulated).

Manufacturer narrative:
B1, b2,b5 h1, h6 updated per additional information.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 64-year-old male patient presenting with cardiomyopathy. History of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, a high purge pressure alarm occurred. The purge pressure was resolved with the administration of tpa. The tpa was utilized for the high purge pressure to mitigate the impact of biomaterial within the motor; this is an off-label use and there was no impact on the patient. The patient remained on support.